Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, b5, d9, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit. The fse reported that the newly procured helium regulator (0119-00-0208) also exhibited helium gas leakage. It was replaced with another helium regulator and the repair was able to be completed. Device passed the performance and safety checks according to factory specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 16 mar 2026. The failure analysis and testing dept. Received part number 0119-00-0208 helium regulator assy serial number (B)(6) with a reported unit failure of gas leak from helium regulator. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0119-00-0208 helium regulator assy serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the helium regulator to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Performed the helium checks. The fat dept. Could not replicate the complaint of a gas leak from the helium regulator. The helium regulator passed testing. Retaining the helium regulator in the fat dept. Per procedure number (B)(4).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) continued to leak gas. There was no injury or harm reported.

Event description:
It was reported by fse that the cs300 intra-aortic balloon pump (iabp) continued to leak gas. There was no patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 full event site rep name: (B)(6). Corrected data: b5, d5, e1(event site name and email), e2, e3, e4, g2, h6 (health effect ¿ impact codes).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address-1 (B)(6). Event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cs300 intra-aortic balloon pump (iabp) had helium leak.